Event description:
This is a report of a home patient (hp) who was hospitalized for transplant and diagnosed with peritonitis on the same day they started pd therapy. The cause of peritonitis was break in aseptic technique. The hp was treated with injection (inj) amikacin 25mg/exchange and inj reflin (ip 1gm/day). The hp was reported to be recovered.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.